Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty, blood clot, and a dissection occurred. The 75% stenosed lesion being treated was located in the severely calcified, mildly tortuous mid to proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm maverick balloon. The physician deployed a 2.75x28mm taxus express2 drug eluting stent, inflated to 14 atm for 40 seconds. Stent was implanted successfully. Then stent delivery balloon was deflated, however, the balloon withdrawal difficulty occurred. The balloon was stuck in the stent. Several balloon inflations and deflations were performed and nitroglycerin was delivered into the vessel. The physician was unable to remove the balloon. Several more balloon inflations and deflations were made. The physician pushed and pulled. Then went to 16 atm for 28 seconds and brought it down again. Finally pulled and the guide dove down mid way through the stent and they were able to remove the balloon. The balloon removal process took 20 minutes. Then a clot and no flow were discovered. An aspiration catheter was used and morphine was given. A dissection occurred distal to the stent and a 2.0x9 mm maverick balloon was used. A 2.50x8mm taxus express2 was placed to treat the dissection. Patient status reported as "fine/stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.